Manufacturer narrative:
(B)(4). The product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in 3500a form. Add'l info: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: j-vac reservoir product code 2177: batch jt7418 mfg date: 12/01/2009, exp date: 12/31/2014. Blake drain product code 2227: batch 50514isp mfg date: 12/07/2009, exp date: 11/30/2014. Batch 50339isp mfg date: 11/17/2009, exp date: 10/31/2014. Batch 50451isp mfg date: 12/01/2009, exp date: 11/30/2014. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that a pt underwent a hip replacement arthroplasty procedure on (B)(6) 2010. A drain was placed under articular capsule on the pt, and a reservoir was connected and activated. Drainage was monitored every few hours after surgery, but there was no fluid in the reservoir. The reservoir was re-activated and milked, but there was still no drainage. Then, the surgeon removed the suture that was fixed to the drain, and pulled the drain a little to change the drainage area, but still no drainage. On (B)(6) 2010, the pt developed a "blood tumor" within the wound area and a fever of 39.2 degrees c. The surgeon removed the drain from the pt's body and observed carefully. No re-operation or treatment was performed on the pt. The surgeon took a wait-and-see approach. As of (B)(6) 2010, the pt was in stable condition.